Manufacturer narrative:
Manufacture narrative: the customer reported that the multi- gas unit is giving incorrect readings that are too high. Dry lines were changed out, auxiliary cable fully connected, water trap changed, and unit was calibrated. The device was returned to nihon kohden, evaluated, and the reported issue could not be confirmed. The device passes calibration and testing intermittently. The gas sensing unit was changed to fix the issue. The device was re- calibrated and tested prior to shipping. The device has been repaired and returned. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Manufacturer narrative:
The customer reported that the multi-gas unit is giving incorrect readings that are too high. Dry lines were changes out, auxiliary cable fully connected, water trap changed, and unit was calibrated. The device was returned to nihon kohden, evaluated, and the reported issue could not be confirmed. The device passes calibration and testing intermittently. The gas sensing unit was changed to fix this issue. The device was re-calibrated and tested prior to shipping. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the multi-gas unit is giving incorrect readings that are too high. Dry lines were changes out, auxiliary cable fully connected, water trap changed, and unit was calibrated.